Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that one complaint was confirmed with a similar event, the same cause and the same device in the past. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specifications. According to investigation result, stress was possibly applied to the distal end from the outside. Also, judging from the similar complaint described in investigation result the adhesive agent was possibly chipped off by stress from the outside of the endoscope, or adhesive agent was possibly deteriorated by chemical attack from chemical agents, and then it resulted in chipping. The legal manufacturer reported that the following description is included in IFU (operation manual) to warn the user about applying stress from the outside to the distal end. Judging from the condition of the subject device described in investigation result, stress was possibly applied from the outside to the device. Therefore, user¿s handling might have deviated from IFU. Important information - please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
This device is an olympus asset. During evaluation, the reportable malfunction was identified as chipped adhesive on the distal end of the device, around the ob lens and a-rubber. This was caused by excessive physical stress. The device was repaired and returned to asset inventory.

Event description:
The device was returned to the olympus repair center for general inspection. There was no complaint alleged against the device. During evaluation, the repair center identified the adhesive on the distal end was damaged. There was no patient involvement; the issue was identified during service.